Manufacturer narrative:
The manufacturer's investigation into this issue continues. The potential for life threatening or serious deterioration would appear very low and the "potential infection" has not been confirmed. The device has not been returned as it would appear to have been successfully implanted into the patient. A f/u report shall be submitted on conclusion of the complaint investigation. This case was identified as part of a retrospective review and is reported in caution.

Event description:
As described by the reporting physician. "I have placed the (B)(6) female on augmentin -875mg bid x 10 days for possible infection. It will see the patient in f/u in 2 weeks from today, sooner if her condition worsens. She reports a 2-week history of left cheek and jowl area swelling, waxing and waning with no fevers, chills, localized pain or drainage, and not odontogenic symptoms tissue is swollen and somewhat firm. No abscess of fluid pocket is seen on ultrasound of the subq tissue on either side of the face. The redness, induration and swelling is limited to the left nlf and jowl areas,. There are no symptoms on the right side of face or into the left temple area. I was unable to determine if patient has had any dental procedures recently due to her limited english vocabulary. I will try and keep you informed of her condition. Incidentally she did have a surgical face lift 10 months ago in russia. Shis is 6 months s/p silhouette mid-face lift with me a hogue cosmetic surgery".